Event description:
According to the reporter, during a totally laparoscopic distal gastrectomy procedure, before cutting the duodenum, the device was not able to fire. To correct this condition, they replaced the device with a new one. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.